Event description:
International affiliate has informed us of an event that the user alleges the pt could not be ventilated during an operation. After applying an anesthetic, single left-lung ventilation was performed. The user noticed the pt could not be ventilated. The tube was removed as it was suspected to be occluded. Cardiac compression was performed during the operation. There was no problem in the post operative progress. Not known if unit was pretested.